Event description:
Procedure: stress urinary incontinence. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced permanent injury, significant pain, severe and permanent pain, disability, impairment, mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, pelvic pain, recurrent urinary incontinence and has required additional surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and neuromuscular problems.